Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and align to urethral support system was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that patient underwent transobturator sling (bard align) on (B)(6) 2009 due to recurrent stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia and vaginal scarring.